Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). The condition was identified before use. There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm logs were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified during power on self-test and in the alarm log. The cause of the condition was damaged force sensing resistors. To correct the condition, the force sensing resistors were replaced along with the battery. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.